Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support was unable to confirm the reported battery issue. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting. Reportedly the customer would continue to use the pump for insulin therapy.